Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined as the device was not returned for evaluation. However, based on the troubleshooting performed over the phone, the reported event occurred due to user error as the link cable was not properly connected. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 3d visualization unit experienced a no image issue. The event was found during procedure. The intended procedure (therapeutic total laparoscopic hysterectomy (tlh)) was not delayed. There was no impact, harm or injury to the user or patient associated with the event.

Manufacturer narrative:
Olympus was able to troubleshoot with the customer, walking through the wiring and settings. When the link cable was mentioned, the customer checked and realized it was not plugged in properly. Once plugged in properly, the live images became available. The customer was still unable to send images however. An additional olympus resource went through cabling also, everything was correctly cabled. Additional experimenting of settings was performed. Eventually, the 3d image was visible on port a and could then save the recording and were able to get the 3dv to work as intended. No further action is required. The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.